Event description:
It was reported when using the bd vacutainer® trace element serum plus blood collection tubes, the device experienced missing label information after being torn. This event occurred once. The following information was provided by the initial reporter. The customer stated: the tube label was found to be torn.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged label as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged label. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.